Event description:
Report received from baxter states delivery stopped after administering 100ml to the patient. According to baxter the device contained aredia and 0.9% sodium chloride for a total fill volume of 500ml. The access site was an a-cath port. No patient injury reported.